Event description:
Pt was a trauma call down who was brought to ER by air care. I inserted a foley catheter using the bard foley kit with urometer bag. This comes with a standard 16french catheter. It was slightly difficult to insert due to his age and possible enlarged prostate. The catheter was inserted with 1 attempt and done per policy. When we arrived to tcu (trauma care unit), I noted that the catheter was laying in the bed next to the patient's leg. The balloon was deflated and the patient didn't appear to have any trauma from the catheter coming out. I then checked the balloon in the used catheter and there must have been a leak on the inside of it. After ns (normal saline) was instilled into the balloon and the syringe disconnected, the balloon deflated and ns ran down into the drainage bag.I had to then replace the patient's catheter system. I used a coude catheter the second time per policy. This caused trauma to the meatus and the urine was blood tinged.======================manufacturer response for foley tray system 16 fr, surestep (per site reporter).======================I left a message with quality field assurance.